Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that on (B)(4) 2022, a patient presented with grade 4+ degenerative mitral regurgitation, a small left atrium, a p2 and p3 prolapse, flail in the lateral portion of p2, and indentation in the central area of p2. The first mitraclip was implanted on medial p1. A second clip, a mitraclip xt (lot: 20316r190), was attempted to be placed medial to the first clip. The first grasping attempt was unsuccessful, and it was discovered that the posterior gripper could not be lowered. The nt was retracted into the left atrium, and the posterior gripper could not be lowered despite several attempts. The device was removed and replaced. A mitraclip xt (lot: 20512r111), was implanted medial to the p2 indentation. Post-deployment, movement of the clip was observed. It was decided to implant a third clip in the most lateral portion of p1, to stabilize the xt clip. The mr was reduced to 3-4. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
Returned device analysis did not confirm the reported single gripper actuation issue. The reported positioning failure associated with leaflet grasping and capture could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. A review of the complaint history did not indicate a lot-specific product issue. All information was investigated, and a cause for the single gripper actuation issue resulting in positioning failures (unable to grasp the leaflets) could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.